Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed but the patient was able to get the original cassette to work in the back up pump. While sleeping, the other pump began to alarm with the same -no disposable, pump won't run message. The customer tried repositioning the cassette and switching it to another pump and changing just the tubing. However, switching to a new cassette got it working again. No patient injury was reported.